Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic visceral ceolioscopie procedure, the balloon disengaged from the trocar sleeve. It was also reported that the silicon layer of the trocar fell into the patient's cavity and was retrieved using a grasper. A new device was used to complete the procedure. There was no patient injury.